Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not power on despite placement on the charging pad, which displayed a green charging light, and the user confirmed attempts with different outlets and reseating the power connection; no alerts or beeps occurred, and a replacement device was issued. Symptoms included hyperglycemia with a reported blood glucose of 300 mg/dl without associated clinical sequelae. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included customer service troubleshooting and arrangements for device replacement and return. Investigation of this device revealed a suspected device power-on failure associated with the pump hardware and power subsystem, with no alarms generated during the event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.